Event description:
It was reported that insulin from the reservoir leaked. It was stated that the customer was hospitalized a while back because the insulin pump was not alarming no delivery and they noticed the insulin pump was cracked and insulin was leaking. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.